Event description:
It was reported on an unknown date, during the process of fractionation and labeling of setro caf materials ((B)(6)) a case of non-compliance related to a surgical wire was identified. It is a box containing (B)(4) of the said wire, among them, one unit of the wire presented irregularity. The product in question has double emblem, being the internal sterile, where the wire is located and the external sealed that surrounds the first, it was identified that one of the wires was found outside the sterile packaging, located inside the outer packaging, still sealed. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/6/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? No, the thread was not used. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details material waiting collection. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Could you please clarify if the wrong device belongs to this complaint? The device sent was the 1171t fio mononylon as stated in the original complaint. 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number? No complaint has been opened regarding the g182t material. 3. If the device was not reported before, please provide more details on the device malfunction. The device sent (1171t) was outside of the inner (sterile) packaging but inside the sealed outer packaging. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The device sent 1171t is the material that needs to be analyzed. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. We do not have any g182t material for analysis, only the material 1171t that has already been sent. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened overwrap packet was received for analysis. The product code 1171t. In addition, three photos were provided and it showed the same condition of the sample received. Upon visual inspection of the returned sample, it was noted that one extreme of the suture is trespassing completely the seal area of the overwrap packet. The blue dye leak test was performed, and the liquid passed through the seal in the affected area. Based on the information currently available, suture in the seal area was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.